Event description:
It was reported that the pt complains of swelling and consistent pain. Pt states that the pain has been constant since the surgery.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.